Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation and device history results.

Event description:
As reported, when changing the dpt (disposable pressure transducer) according to institutional protocol, the blood pressure observed on the monitor did not match with the patient's clinical status neither with previous pressures readings. Then device was calibrated, it was verified that everything was connected, but dpt still reported pressure values that did not match. Then invasive pressure was taken that it gave different pressure values. So the dpt was changed again and then it gave pressure values according to the noninvasive pressure value taken. Patient was a neonatal baby girl of 13 days. There was no patient injury relating to the use of the device.

Manufacturer narrative:
We received one single dpt kit model px260 for examination. Priming solution was visible inside of the kit . The reported event of pressure reading issue was not confirmed. The dpt zeroed and sensed pressure accurately on the pressure monitor. Pressure reading from the dpt was stable during a pressure drift test. Electrical testing showed that the dpt electronic components were intact because both input and output impedance were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the pressure monitoring kit during the pressure test. No visible defect was observed from the kit. A review of the manufacturing records indicated that the product met specifications upon release.